Event description:
The physician implanted two devices using a transoral / transtemporal technique in 2008. The physician prescribed prophylactic antibiotics before and after the surgery. Approximately two weeks post-op, the patient developed an infection on the right side of the face in the area of implantation. The symptoms were recurrent for approximately twelve weeks. In 2009, the device was removed. During the surgery, the physician noted a pocket of infection at the malar eminence and where the device fixates to the tissue. A replacement device was not implanted during the explantation surgery.

Manufacturer narrative:
The explanted device was not returned to the manufacturer. Therefore, an evaluation could not be performed to determine the failure mode. The batch record for this lot was reviewed which contains no abnormal manufacturing events. There is a very low occurrence of infection related to this device. If additional information becomes available, it will be submitted in a supplemental report.